Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic procedure, there was an issue experienced with the device when firing or loading the clips. There were no clips able to load properly into the jaws during the laparoscopic procedure. The surgeon was not able to squeeze the handle. And medical/surgical intervention was needed to prevent a permanent impairment of a function. There was unanticipated tissue loss and tissue damage as a result of this problem. The surgical time was extended 30 minutes or more due to the product problem. The tissue was torn and bleeding was generated. The incision extended more than 1 inch (2.54cm) due to the product problem. They had to reconvert laparoscopy to open surgery. The patient had a temporary injury. Patient status: alive - no injury.